Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 680r26 heart ring, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the ER (emergency room) with complaints of their device alarming over the past twenty-four hours. An interrogation was done and revealed that there was high svc (superior vena cava) impedance on the right ventricular (rv) lead. Possible lead fracture was suspected. The svc coil of the rv lead was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.